Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hypoglycemic event of 60mg/dl blood glucose (bg). The patient's husband stated he believes the patient's target range needs to be lowered. The agent advised to reach out to their hcp. Bg was not affected at the time of the call and was currently at 118 mg/dl. During the hypoglycemic event, the patient felt weak, sweaty, and shaky.